Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not fire in straight line, or load correctly. A new device was obtained, and the case processed without incident.